Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in the operating room for initial implant. During procedure, the physician had difficulty advancing the lead into the right ventricle. Multiple configurations, strengths, and sizes of stylets were used, but the lead appeared to be fixed to the lower portion of the right atrial. After applying positive pressure to the end of the lead, the lead dislodged from the atrial. Another lead was used. Patient was stable post procedure.